Manufacturer narrative:
On (B)(6), 2021 the customer passed. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at (B)(4). The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The insulin pump did not have a battery installed when received. Please see below for the customer's daily total of all insulin delivered surrounding the event date (B)(6) 2021 listed on smart solve and the days prior to the event date. (B)(6) 2021 daily total of all insulin delivered: 0 (0 u) (B)(6) 2021 daily total of all insulin delivered: 0 (0 u) (B)(6) /2021 daily total of all insulin delivered: 0 (0 u) (B)(6) 2021 daily total of all insulin delivered: 0 (0 u) (B)(6) 2021 daily total of all insulin delivered: 0 (0 u) (B)(6) 2021 daily total of all insulin delivered: 0 (0 u) (B)(6) 2021 daily total of all insulin delivered: 0 (0 u) the insulin pump passed the functional testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer passed away in hospital on (B)(6), 2021. The customer was hospitalized on (B)(6) 2021 due to upper respiratory complication. The cause of death was upper respiratory complication . The caller stated that the customer had high blood pressure bipolar neuropathy that may have led to the customer's passing. The customer¿s blood glucose was 900 mg/dl. The caller stated that the reason for hospitalization was diabetic ketoacidosis. The customer was wearing the insulin pump at the time of death. It was unknown if the auto mode was on or not. The caller agreed to return the insulin pump for analysis.